Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving ineffective therapy. In turn, the patient underwent surgical intervention. During the procedure, an additional lead was implanted and connected to one of the ipg header ports. One of the two lead tails of the reported device was connected to the other ipg header port. Surgical intervention addressed the patient's issue.